Event description:
Initial report received from pt who stated that "the catheter created pressure on the spine causing paralysis". The device was explanted. Follow up with hcp revealed pt had pump for about 3 years and had used demerol and other drugs in the pump though dilaudid was the only med that helped. Pt was hospitalized for drug change to dilaudid and developed a "type of involuntary spasm in their lower extremity". Pt was never paralyzed. A neuro consult evaluated patient for granuloma per MRI and none was found. The pump was stopped and the symptoms resolved - when restarted the symptoms resumed. It was determined that the pump should be removed as a precaution and there was question if pt was experiencing drug toxicity or a spinal cord reaction. Pt had made a full recovery.